Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
When the provider made an attempt to repair the wheellock, unknown which side, the part broke.